Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Summary: one winding former with a partially dispensed suture and one detached needle of product were returned for analysis. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole was examined and remnant suture was noted. The suture end was severely cut, resulting in a clip off defect. The assignable cause is a clip off defect, caused by excessive pressure on the suture during swaging of the needle and consequently breaking.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2019 and the suture was used. During the male skin suturing, pull off suture needle occurred. Another like suture was used to complete the procedure. There were no patient consequences reported.